Event description:
Product was used during laparoscopic procedure to access the patient's peritoneum. This was a new product to the hospital. It had a plastic protective cap as part of the packaging that was not recognized by staff or surgeon. The protective cap fell off at some point during the procedure and was retained. Dates of use: 2008.